Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed outer insulation abrasion 13 centimeters (cm) from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise issue was likely the result of the lead damage observed by the laboratory. Setscrew marks were noted on both the lead tip and the ring, indicating the lead was properly inserted into the device header. Continuity testing was performed and concluded the lead was electrically continuous. However, analysis identified calcification on the lead tip, which likely contributed to the high impedance measurements.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting noise. The device was reprogrammed to d000 80. Approximately six weeks later the a revision procedure was performed and the lead was explanted. There was a report of removal difficulty, insulation damage to the terminal end. High pacing impedance measurements greater than 2,000 ohms were noted intermittently through the device prior to explant. A new ra lead was successfully implanted. No additional adverse patient effects were reported.